Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7203359, medical device expiration date: 2021-06-30, device manufacture date: 2017-07-22. Medical device lot #: 7233228, medical device expiration date: 2021-07-31, device manufacture date: 2017-08-21. Medical device lot #: 7243187 medical device expiration date: 2021-08-31 device manufacture date: 2017-08-31 medical device lot #: 7245203, medical device expiration date: 2021-08-31, device manufacture date: 2017-09-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device on a bd prevents 1/2in hypak safety device could not be activated. This occurred on 10 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation: visual inspection and functional testing could not be performed because the samples have not been returned for evaluation. A review of the device history record did not reveal any manufacturing or material defects that could have caused or contributed to the reported failure. Thus, the complaint could not be verified and a root cause could not be determined with confidence.

Event description:
It was reported that the safety device on a bd preventis 1/2in hypak safety device could not be activated. This occurred on 10 separate occasions but the date/time and or patient information is unknown.